Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported a "call healthcare provider (hcp) 509" code on the patient programmer (pp) as of date notified. However, it was then noted that they did not see the code on the pp, only the call your hcp screen. The hcp also called the rep and noted that the battery voltage is showing 0.0 and impedances are showing xxx, with therapy off. The patient also started feeling a return of baseline symptoms over the past few days prior to date notified while travelling in europe. A recharger was used to perform a physician mode reset (prm) which resolved the issue. The patient is programmed and hasone group, with the left side on 1+ 2-, and right side on 9+ 10-. Following the prm the battery showed at 3.02v with no group impedance data available. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.